Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis application was working. The technical support specialist dialed into device, confirmed that the med-application was up and running, and verified that the device uptime was showing. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen showed the carefusion home screen and did not let users press any buttons or use the computer at all. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.